Event description:
Account alleged that the ppm (patient positioning monitor) does not send a nurse call to the nurse call station. No injury reported. Several attempts were made to contact this account for a resolution, however, unable to do so at this time.